Event description:
Guide wire shredded during uterine embolization procedure. Core wire delocked from spring. No patient injury occurred because of this. Guide wire removed without incident. Not sure of lot number; not able to retrieve packaging from trash.